Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Reason for reoperation reported as deflation. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. This is a known potential adverse event addressed in the product labeling. Device evaluation: visual analysis of the returned device identified: linear opening, wear abrasion, flat creases. A leak test was perform and were found one opening and delamination of valve. A microscopic analysis identified: curved striated opening on anterior side assessed as surgical damage and partial delamination of diaphram flange disk assessed as adhesive failure.

Event description:
Healthcare professional reported a right side deflation. Device was explanted.